Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: micro catheter (piolax, bishop details unknown); another coil (details unknown); another syringe (details unknown); syringe (635002/(B)(4)).

Event description:
It was reported by the hospital contact that the physician started to embolize each nidus. A complaint galaxy ((B)(4)) was the 4th coil to be delivered, however, it was unable to be detached. Therefore, he attempted to withdrew, but it was detached in the micro catheter (piolax, bishop details unknown). Then, it was removed with the catheter and replaced with another coil (details unknown). In addition, a complaint syringe (635002/(B)(4)) was also replaced with another one (details unknown). The coil was successfully detached and implanted to the target site. The procedure was completed successfully without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The galaxy will be returned for analysis, but the syringe was already discarded. No further information is available. The procedure was coil embolization of kidney cyst at the abdominal part. There were no damages noted on the coil after the event. The syringe was filled with saline from a dedicated source of saline. Before attempting to detach the coil the syringe previously exceeded the green zone/position #3. Prior to attempt to detach, it was verified under fluoro that there was no stress against the microcatheter or delivery tube. The coil delivery system was prepped without any difficulty. With attempt to detach this coil, the syringe was taken to the red alternative detachment zone beyond the green zone after it did not detach in the green zone. The syringe pressurized as intended when taken to the green detachment zone and when taken to the red alternative detachment zone.

Manufacturer narrative:
It was reported by the hospital contact that the physician started to embolize each nidus. A complaint galaxy (4640cf2505/17224093) was the 4th coil to be delivered, however, it was unable to be detached. Therefore, he attempted to withdrew, but it was detached in the micro catheter (piolax, bishop details unknown). Then, it was removed with the catheter and replaced with another coil (details unknown). In addition, a complaint syringe (635002/96331238) was also replaced with another one (details unknown). The coil was successfully detached and implanted to the target site. The procedure was completed successfully without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The galaxy will be returned for analysis, but the syringe was already discarded. No further information is available. The procedure was coil embolization of kidney cyst at the abdominal part. There were no damages noted on the coil after the event. The syringe was filled with saline from a dedicated source of saline. Before attempting to detach the coil the syringe previously exceeded the green zone/position #3. Prior to attempt to detach, it was verified under fluoro that there was no stress against the microcatheter or delivery tube. The coil delivery system was prepped without any difficulty. With attempt to detach this coil, the syringe was taken to the red alternative detachment zone beyond the green zone after it did not detach in the green zone. The syringe pressurized as intended when taken to the green detachment zone and when taken to the red alternative detachment zone. A non-sterile og cmplx fill coil 2.5x5 was received coiled inside of a plastic bag. Just the embolic coil was received for evaluation. The embolic coil was inspected under microscope and it was found stretched and residues of dry blood can be observed on the embolic coil. A review of the manufacturing documentation associated with this lot 17224093 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as ¿coil ¿ failure to detach¿ could not be evaluated due to just the embolic coil was received for evaluation. The failures reported by the customer as ¿coil - premature detachment¿ could not be evaluated but appears that additional force that was applied on the embolic coil and this could be associated with the premature to detachment, due to it was found stretched. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported by the customer could be related to the manufacturing process; additionally inspections are in place that prevents these kinds of damages from leaving the facility; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
UDI: (B)(4).